Manufacturer narrative:
Check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer believed the settings needed adjustment; recommendation made to consult with health care provider to review pump settings.